Event description:
An outside law firm reported that a patient experienced ongoing issues involving a right knee prosthesis. According to operative records, the patient underwent a right total knee arthroplasty on (B)(6) 2022, for avascular necrosis (avn) of the lateral tibial plateau. The procedure utilized aesculap vega components which were cemented using palacos cement. The operative report indicated the procedure was completed without reported intraoperative complications, and the knee demonstrated full extension and flexion with central patellar tracking at the conclusion of surgery. At a follow-up visit on (B)(6) 2023, the patient reported continued pain and discomfort, as well as weakness involving the quadriceps. Radiographs of the knee were obtained, and quadriceps weakness was noted on examination. At a subsequent follow-up on october 22, 2024, the patient reported pain and discomfort involving the right knee. Physical examination documented instability of the knee joint, and the patient reported falls and functional difficulties. Revision surgery was discussed. During a follow-up visit on (B)(6) 2025, the patient continued to report instability and recurrent falls. Examination documented medial and lateral laxity, with worsening symptoms. Revision of the right knee arthroplasty was recommended. On (B)(6) 2026, the patient reported worsening right knee symptoms, including increased pain and instability. During a preoperative evaluation on (B)(6) 2026, the patient continued to report pain and instability and was preparing for revision surgery. On (B)(6) 2026, the patient underwent revision right total knee arthroplasty. According to the operative report, the preoperative diagnosis was failed right total knee replacement. Intraoperative findings documented loosening of the femoral component, which had separated completely from the cement interface and was removed without difficulty. The tibial component remained stable. The original components were revised using another manufacturers revision knee system. No intraoperative complications were reported. This report is filed under ais reference (B)(4).